Manufacturer narrative:
(B)(4).

Event description:
Rv lead had bipolar failure with low impedance and loss of capture. Unipolar appears to be functioning normally. The physician is being notified.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.